Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath was pushed back for a length of 1 millimeter. The proximal end of the clear outer sheath was found to be pulled out from underneath the black heatshrink. The proximal end of the clear outer sheath was buckled in multiple places and jagged in nature. A functional evaluation found that the basket would not extend from the coil due to the coil moving with the basket assembly. A second evaluation was performed by holding the coil and clear sheath by hand and actuating the basket, which allowed the basket to extend. No visual deformation was found with the basket. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the outer sheath of the device tore approximately 20cm from the tip of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the outer sheath of the device tore approximately 20cm from the tip of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.